Manufacturer narrative:
(B)(4).

Event description:
The device was allowed to overdischarge too many times, and the pt was scheduled for replacement surgery the week of (B)(6) 2010. Further info is being requested at this time.